Event description:
Additional information received notes that the insertable cardiac monitor was explanted. The patient was stable.

Event description:
It was reported that the insertable cardiac monitor (icm) was picking up signal artifacts due to migration and was causing the patient discomfort. No intervention or additional adverse effects were reported.